Event description:
Ref MDR #1219856-2010-00174 for the first event involving the same pt. It was reported that in a second attempt to catheterize a pt, the new sheath from this set was inserted and the scrub sister performed a vacuum / negative pressure on the above mentioned intra-aortic balloon (iab) catheter, iab-06840-u (lot number mf9056941). Upon further investigation and when enquiring as to whether the one-way valve was in place when this negative pressure prep was performed, she was unable to confirm that it had been. The balloon catheter was also not hydrated before attempted insertion into the sheath. Upon attempting to insert this balloon catheter into the sheath, resistance was again encountered and the user noticed that the balloon wrapping had somewhat slackened and was not able to be inserted into this sheath. The md inserted a datascope iab.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.